Event description:
Customer's roommate reporting that the accu-chek voicemate system spoke 165 mg/dl while the accu-chek advantage meter screen displayed 93 mg/dl. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.